Manufacturer narrative:
Company representative evaluated the system and corrected the problem by adjusting the canister gasket.

Event description:
Customer reported a leak from the a5 anesthesia delivery system. No patient injury was reported.